Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that they wanted to get their device removed because it wasn't doing anything for their bladder condition and they were having "too many side effects." They reported that they could feel stimulation, but they couldn't control their bladder. The patient said they had gone through all 9 of the programs. The patient was redirected to their healthcare provider to further address the issue. Patient stated he wanted to find a different doctor. Physician listings sent. Additional information was received from a patient. The patient stated that when their symptoms started, this was effective "for a while" with improving night time voiding before it stopped being effective. The patient said device has been off for 3 weeks. Patient is scheduled for MRI later this week. Reviewed mr guidelines and MRI mode instructions. Patient successfully connected, confirmed stim is off and placed into MRI mode. Additional information was received from the patient. They reported that they turned it off. The device did not work, negative side effects. Device remove don (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.